Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. The cause of death was unspecified. It was suspected that the device or lead may have been the cause. The cause of death is unknown. No further information was available.